Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the gasket was protruding from around the battery door though it was noted that the wire insulation was not compromised and further noted that the output connector assembly was broken and that metal particles were found around the boss part of the upper case. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the gasket was protruding from around the battery door on the external pulse generator. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.